Event description:
Customer reports of experiencing no delivery alarms during priming. Customer states that it has been noted that normally when no delivery is received cap is lose. Customer reports that this was a past event and will be returning products for analysis. Customer states blood glucose may have been 159 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.